Event description:
This is filed to report a periprocedural slda, recurrent mr, and additional clip intervention. It was reported that on (B)(6) 2023 a patient presented with grade 4 degenerative mitral regurgitation (mr). One mitraclip xtw was implanted, lateral on anterior 2 and posterior 2 (a2 / p2) leaflets. The mr was reduced to grade 1. On (B)(6) 2023, a single leaflet device attachment (slda) was observed. The xtw was detached from the anterior leaflet. The mr was recurrent. On (B)(6) 2023, the patient presented with grade 4 mr. A second mitraclip intervention was performed to stabilize the slda. Two clips were implanted, one at a2 / p2, medial to the first clip, and another clip on a1 / p1, lateral to the original clip. The case was considered successful. There were no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause of the reported incomplete coaptation (slda) could not be determined. The reported recurrent mr was due to the slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.